Event description:
It was reported that when the facility medical staff was cleaning the air/water supply button, suction button with mh-507 (cleaning brush), and the brush could not pass through the hole of the air/water supply button. The olympus representative then informed the customer the correct reprocessing procedure by using the bw-20t channel cleaning brush. The issue found during reprocessing and there was no patient harm, no user injury reported due to the event. This event includes three (3) reports: report with patient identifier (B)(6) (mh-438- air/water valve (button). Report with patient identifier (B)(6) (mh-443- suction valve(button). Report with patient identifier (B)(6) (mh-507-channel port cleaning brush). This report is for report with patient identifier (B)(6) (mh-507-channel port cleaning brush).

Manufacturer narrative:
The subject device was not returned to olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. Evaluation results state it was confirmed that the size of the hole at the tip was larger than the standard. The brush does not pass through the hole in the air/water supply button. Instruction manual confirms that mh-507 is not used for the hole that blocks the finger of the air/water supply button. This location is stated to use the bw-20t. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the button that was used was not washed according to the procedure in the instruction manual. Olympus will continue to monitor field performance for this device.